Event description:
It was reported that this patient experienced dual arrhythmia, where the patient exhibited atrial fibrillation with ventricular tachycardia. The implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks and it was observed that the device was difficult to convert the rhythm. It was noted that the patient only experienced chest tightness. The plan is continuing to be monitored. At this time, the device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient experienced dual arrhythmia, where the patient exhibited atrial fibrillation with ventricular tachycardia. The implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks and it was observed that the device was difficult to convert the rhythm. It was noted that the patient only experienced chest tightness. The plan is continuing to be monitored. At this time, the device remains in service and no adverse patient effects were reported. Additional information was obtained; medical records show the device explanted and replaced due to therapy upgrade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.